Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. Investigations determined the gear pump head replacement was overdue. The field service engineer exchanged the gear pump head. An instrument check was performed and passed. Calibration and controls were acceptable. The investigation determined the gear pump head replacement resolved the issue.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible low elecsys troponin t hs assay results for one patient sample tested on a cobas e 801 analytical unit. The sample initially resulted in a troponin t result of 9.48 pg/ml and it repeated as 83.3 pg/ml.